Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be fled. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.

Event description:
It was reported that during a stent grafting treatment procedure involving the descending aorta, a leak occurred in the occlusion balloon. A cook z stent graft was implanted in the descending aorta and the occlusion balloon was used for post-dilatation. A leak was noted during the inflation of the balloon. The occlusion balloon was removed and the dilatation was successfully performed with another 27 mm occlusion balloon with no patient complications. Current patient condition is reproted as 'good.'